Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, information on admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that infusion volume of immune globulin (ivig) was verified to be at 30g/300ml, but upon completion of the infusion there was still 20-40ml left in the bag. There was no patient harm.

Event description:
It was reported that infusion volume of immune globulin (ivig) was verified to be at 30g/300ml, but upon completion of the infusion there was still 20-40ml left in the bag. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the report of an underinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported underinfusion was not identified. Device history review: review of the pump module s/n (B)(6), service history record showed the device had a manufacture date of (B)(6) 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned twice for service. The first was in (B)(6) of 2013 for the motor stall update and then again in (B)(6) of 2020 for the bezel post recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.